Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced infection at the scs ipg site. Patient was treated with antibiotics and drainage still persists as a result, the scs ipg was explanted.

Event description:
Additional information identified that the plan was to have the ipg replaced when infection resolves. Surgical intervention was undertaken wherein the ipg was implanted on (B)(6) 2018.